Event description:
The manufacturer received information alleging a ventilator "displays ventilator inoperative windows with a loud alarm sound and does not respond to any orders". There was no harm or injury reported. The device was not reported to be in patient use. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information received alleging a ventilator "displays ventilator inoperative windows with a loud alarm sound and does not respond to any orders". There was no harm or injury reported. The device was not reported to be in patient use. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete. The previous report contained the incorrect reporting institution name and address. This report is being submitted with the correct information.

Manufacturer narrative:
The manufacturer previously reported information received alleging a ventilator "displays ventilator inoperative windows with a loud alarm sound and does not respond to any orders". There was no harm or injury reported. The device was not reported to be in patient use. The device was evaluated using a manufacturer remote support to the customer. The customer replaced the system board, and the issue remained. The customer was advised that the board comes with no software installed so an attempt was made to install, which at first was unsuccessful. Software was installed directly on the device, not using the service tool with success. A service required alarm occurred. Review of the event log revealed that the error codes were relevant to the oxygen blending module and the technician recommended replacing the oxygen blending module to address the issue. The customer is taking responsibility of repairing and final testing of the device. No further investigation is required at this time. Additionally, error codes in the event log were addressed. The technician recommended to reinstall the software to address an error indicating that the software certificates became corrupt. The technician suggested that an error indicating that the internal battery was not detected, could have logged because the battery was not connected. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.